Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower system was displaying the blue carefusion screen and was unusable. However, there were no delay and adverse events or injuries reported based on this event.